Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One low profile abutment was returned for investigation. Visual inspection via naked eye and camera magnification revealed the screw was broken in the middle threads. Signs of use were observed on the abutment. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Product experience report(per): no pre-existing conditions were noted on the per form provided. Bone density type is type ii. The reported device was located on tooth site 11 (fdi) and length of use is 6 years and 2 months. Picture/x-rays: photographic image provided revealed the abutment with two pieces of the screw in packaging. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. Device history record (DHR) review: DHR review was not completed for the ilpc343u as the lot number was unknown. Complaint history review: a complaint history review by item number was conducted for the (ilpc343u) complaint category keywords: fracture screw, for 12 months back from the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Post market trend review: january post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (ilpc343u). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor has reported that the patient came due to mobility in the prosthesis in tooth site 11, when doctor check up discovered the screw of the low profile abutment was fractured. Doctor removed the fractured portion and will place another abutment at a later point of time.